Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cervical vertebral arch formation, when the lower hole had been made in the vertebral arch with the bar the tip was broken and not there when it was removed from the vertebral arch. It was also reported that there was a concern about the residual inside the patient's body, so a 3d c-arm was used for imaging and confirmation, but the residual was not confirmed. It was also reported that there is a delay of 30mins and the procedure was completed with backup product(s), and no intervention performed. On follow up it was confirmed that there is no impact to the patient.